Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information the other mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the clip caught in the chordae and leaflet perforation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was placed with no issue. The second clip delivery system (cds 80424u165) was advanced to the mitral valve; however, the clip became entangled in the chordae. Standard troubleshooting was performed and the clip was freed; however, a leaflet perforation was noted. The clip was successfully deployed. A third cds (80521u207) was advanced for treatment. The clip was deployed. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A fourth clip was implanted to stabilize the slda clip. Four clips were implanted, reducing the mr to 3-4. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty removing the device due to interaction with the chordae in this incident could not be determined. The reported tissue damage appears to be a result of procedural conditions, as troubleshooting was performed to free the clip from the chordae, resulting in a chordal tear. The reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.